Manufacturer narrative:
According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hta procerva hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2012. According to the complainant, the patient had a large vaginal vault. The physician had a difficult time visualizing the left ostium and had to manipulate the sheath to see it. He reported that, while he was torquing the sheath to get a better view, they all of a sudden lost visualization. When the sheath was removed and examined, a crease in the middle of the metal shaft was evident on its side (not top or bottom). The outer plastic covering of the sheath was unaffected with no cracks observed. There was no fluid leakage from the sheath. There was no damage to the hysteroscope. The procedure kit was replaced and the procedure completed successfully. The patient was reported to be fine at the conclusion of the procedure.